Manufacturer narrative:
(B)(4). Date sent: 9/1/2022additional information requested and the following was received:is the current patient status known? =>the patient¿s condition is stable.was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) =>no.

Manufacturer narrative:
(B)(4). Batch #435a80. The additional information was requested and the following was provided: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The procedure was a vats. The device did not have any problem like an unexpected sound was heard at the firing. The procedure was not converted to open. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right lower lobectomy, leakage was observed from the cut end of the bronchial tube at a leak test after the 2nd firing. It was found by a camera that there was a small hole on the 2/3 of the staple line of the cut end and air leaked from that. The legs of the staples on that part were not seen. The lot# of one of the cartridges is 396a01. Additional hand suture was performed to complete the case. No further information is available.